Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The valve was noted to be misloaded. A new 29mm, navitor vision valve was selected for implant using a new flexnav ds. During the procedure, the patient went into a complete heart block after crossing the valve. A temporary pacemaker was placed as an intervention. The patient's status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the preparation, the valve was noted to be misloaded. A new 29mm, navitor vision valve was selected for implant using a new flexnav ds. During the procedure, the patient went into a complete heart block after crossing the valve. A temporary pacemaker was placed to stabilize the rhythm. The valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.